Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted several cuts in the lead insulation, dried blood/body fluid was noted in the lumen, the helix mechanism was noted to be retracted and blood/body fluid was noted in the helix housing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Pressure testing was not performed due to the cuts in the insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was in chronic atrial flutter and underwent an av ablation and device upgrade from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d). It was noted that the device upgrade and ablation procedure was complicated. During rv threshold testing one day post ablation and device upgrade, when capture was lost, the patient went into ventricular fibrillation (vf). The device charged and it was assumed that shock therapy was delivered as the rhythm stopped. Further review noted that oversensing of the atrial flutter was observed on the rv lead and resulted in the delivery of the previous reported shock therapy. The oversensing resulted in pacing inhibition for greater than 2 seconds of asystole. The physician noted that the proximal portion of the rv lead was positioned in a way that the rv lead was oversensing the atrial flutter as vf. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.